Event description:
The reporter stated that a posterior capsular tear occurred during phacoemulsification with a competitor's system. It was unknown if a vitrectomy was performed. The surgeon then inserted a aa4203tl single piece silicone lens with toric optic. The reporter stated that the surgeon changed his mind to use a different lens. The lens was removed without enlarging the incision and another lens was inserted. No suture was required to close the wound.

Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product showed that there is no visible damage. Both sides of the lens optic and haptics were checked for rough and sharp edges and were found to be acceptable. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.